Manufacturer narrative:
(B)(4). One compact flash card was received for investigation. The customer complaint of waveform screen blacked out was not verified, but a different issue was observed. The compact flash card was installed into a known working ventilator, and upon installation of the flash card and power up, it was confirmed that no software or data on the compact flash card. The ventilator exhibited a black display, when plugged onto an external monitor, and a single blinking cursor was observed. The software was downloaded into the unit, and afterwards, the ventilator was able to power, and function as expected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator waveform screen turned off. The staff reboot it, and it was functioning normally. The patient was transferred to another ventilator without harm.